Event description:
It was reported that; patient has pain and instability which started months after the surgery and progressively getting worse overtime. Difficulty going up and down stairs. Patient also reports a popping noise from both knees.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.